Event description:
Meter name: one touch ii. Strip name: one touch. Meter code: unk, strip code: unk. Strip storage: unknown. Symptoms: thirsty, frequent urination, dizzy. A patient reported they were getting low bg readings on their meter when patient felt it was high. Their meter allegedly was inaccurately low. The result on their meter was 43 mg/dl, 56 mg/dl and 66 mg/dl. The result on the emergency room meter test result of 366 mg/dl. The time difference between pt's meter reading 66mg/dl and ER meter test result of 366 mg/dl was within 10 minutes. Treatment was a shot of insulin. No further information has been reported.